Manufacturer narrative:
The lens remains implanted. The device manufacturing records from the associated batch were reviewed and showed no deviations or nonconformities. Diopter measurement records from this particular lens was verified and showed to be within specifications. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that a patient experienced symptoms of dysphotopsia (halos and glare) greater than three months post implantation of an intraocular lens (iol) in the right eye, that greatly affected daily activities. It was stated that the patient experienced blurry vision 0-12 inches out, cloudy vision, and felt no depth perception. 12-16 inch vision was fairly normal, but the patient had some diffusion of light owing to the cataract. In addition, the patient was unable to see long distance and the speedometer while driving. The patient stated he had an early onset of cataracts given his history with brain tumors. Post-operative vision was 20/20. The surgeon did not attribute the symptoms to the product, rather the patient's past medical history of malignant brain tumors which were resected 6-8 months through surgery and chemotherapy prior to lens implantation. The surgeon further stated that he had informed the patient that his brain will adapt to the lens in time due to the resection of the tumors and depending on the time it would take to heal from neurosurgery.